Event description:
It was reported that during a post-implant follow-up examination, exposed urethral bulking implant material was observed. The exposed material was removed with grasping forceps. The patient was reported as doing well. No further complications have been reported.